Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed de novo lesion was located in a severely tortuous left anterior descending artery, which contained hard calcification. The lesion was predilated with an unknown balloon. The 3.00x16mm taxus liberte' drug eluting stent was advanced to the lesion, but the physician encountered resistance and could not cross. The lesion was again predilated with an unknown balloon. The physician again attempted to cross the lesion with the device, but was unsuccessful. When the device was removed from the patient, it was noted that the stent had dislodged. The stent dislodged at the proximal side of the lesion and migrated to the distal femoral artery, where it was left undeployed. The procedure was not completed, due to the event and the physician elected to take a "wait and see approach" to managing the patient. No further patient injuries or complications occurred. Patient status is satisfactory.